Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the tape on the sensor was not adhering to the body. She stated that they always fall out when he is playing soccer. The blood glucose reading was 482 mg/dl. Customer was treated and mother stated that it was high due to being disconnected from the insulin pump while playing soccer. Nothing further was reported.